Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5092849. The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: symmastia.

Event description:
Patient reported noticed right implant "bottoming out" and "symmastia was coming back". Patient additionally reported ¿chronic migraines¿, ¿extreme fatigue¿, ¿joint/muscle pain¿, ¿memory loss¿, ¿anxiety¿, and ¿depression¿, chronic uti", "bacterial vaginosis", and "strep throat that was unresolved for approx. 8-13 months. Reoccurring roughly every 3 months thereafter"; these events are unrelated to the device. Device has been explanted.